Event description:
It was reported the pump reached end of life/end of service on (B)(6)-2012, but the patient was not scheduled for a replacement surgery until the next friday (B)(6)-2012. The patient was in the emergency room due to the pump alarming, but did not have an increase in pain. The pump longevity was normal. It was also reported the pump was turned off by a manufacturer representative.

Manufacturer narrative:
(B)(4).